Event description:
It was reported that while the pulse generator was under rf telemetry, the marker channel was blank. When the device was interrogated inductively, the marker channel was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.